Event description:
It was reported that during a demo trial case on (B)(6) 2020, they calibrated the viper prime screwdriver (under single instruments --> screw driver --> viper prime without stylet) with no issues. The first three screws were placed with it. When it came time to place the fourth screw, the surgeon felt that the navigation on the screwdriver was no longer accurate. Surgeon was on bone, and it showed that surgeon was about 2 mm into the bone. Surgeon took the pointer and put it on the same spot, which was accurate and showed surgeon was on bone. Recalibrate of the screwdriver was suggested. Went back to instrument selection and selected the already calibrated viper prime screwdriver, this brought to the pivot point. The yellow arrow would fill up, but an error message came saying that it could not calibrate. A pop up came saying to check the spheres, check that the instrument wasn't damaged, etc. This popup 3 times, although it had calibrated fine before. The scrub tech make sure the spheres were ok but we still got the error. At this point, selected "generic screwdriver" from the instrument list, and it calibrated fine. The "generic screwdriver" used for the last screw. This report is for an unknown viper prime screwdriver. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Additional narrative: this report is for an unknown viper prime screwdriver/unknown lot. Part and lot number are unknown; UDI number is unknown. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.